Event description:
This case was a laparoscopic cholecystectomy converted to open. After md returned the harmonic hand piece to the scrub tech we noticed that one little part of the tip wasn't there. We looked on the floor and md checked inside the pt. Later we found the piece on the floor but we did an xray and no foreign body was seen. We put the handpiece with the missing part together with the manufacturer information in order that the manager can work this with the company.